Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before passing the device to the surgeon for a general laparoscopic procedure, two test firings were done in a gauze. However, on the third firing, the device did not work. It was stated that there were issues with the loading or firing of the clips. They had more stocks to resolve the issue and complete the case. There was no patient injury.